Manufacturer narrative:
Add'l info: in spite of extensive research done to date, co has not been able to establish causality for the type of event reported. For business reasons, co has decided to discontinue the distribution of this catheter. However, co will continue to track this type of info, as it is critical to co's product improvement and development process.